Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measured as 53 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 22mm, non-abbott balloon. During the procedure, the valve was required to be recaptured two times since the valve did not obtain sufficient anchoring because there was too little calcification in the annulus. On the third attempt, at 80 percent, the valve was placed at a depth of 4.5mm on the non-coronary cusp (ncc) and 8mm on the left-coronary cusp (lcc). Upon final release, the valve was migrated towards the ventricle. A second 34mm, non-abbott valve was implanted by performing an open surgery to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter suspects low calcium load to be the cause of migration. The patient was in a stable condition. The patient had an extended hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.